Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not power on. The back case was removed and the fuse on the motor controller was checked. Upon inspection, it was noted that the fuse was open/blown and a strong electrical odor was emitting from the pump motor. There was no patient involvement.

Manufacturer narrative:
Inspection: lvp sn (B)(4) the device was received in poor condition. The instrument seal was broken. Dried fluid was observed on the female iui and male iui and inside the door. The fuse on the motor control board was observed blown. Log analysis results: the customer did not provide an event date but reported the issue to bd on (B)(6) 2020. The pcu and logs were not returned for investigation. Review of the suspect device error log showed no recent errors were recorded. Review of the suspect device event log showed, prior to the issue being reported, the suspect device was attached to pcu sn (B)(4) on (B)(6) 2020 at 7:03 pm as channel b. Review of the suspect device event log showed, the suspect device successfully completed multiple secondary infusions and was infusing a primary infusion at a rate of 10 ml/hr when last in use. Test results: lvp sn (B)(4). Testing initially showed the mcb had a blown fuse. The fuse was replaced, and the pump module infused for approximately one week without issues. No channel disconnect errors were recorded. Previous investigations have suspected that capacitor (c3) failed and then corrected itself. Device history review: lvp sn (B)(4). Review of the source device (sn (B)(4)) service history record showed the device had a manufacture date of (08/20/2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (11/30/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device would not power on. The back case was removed and the fuse on the motor controller was checked. Upon inspection, it was noted that the fuse was open/blown and a strong electrical odor was emitting from the pump motor. There was no patient involvement.

Event description:
It was reported that the device would not power on. The back case was removed and the fuse on the motor controller was checked. Upon inspection, it was noted that the fuse was open/blown and a strong electrical odor was emitting from the pump motor. There was no patient involvement.

Manufacturer narrative:
Investigation conclusion: although the complaint of blown fuse was confirmed during inspection, testing did not reproduce the event. Previous investigations have suspected that capacitor (c3) failed and then corrected itself. Review of the suspect device error log showed no recent errors were recorded. Review of the suspect device event log showed, prior to the issue being reported, the suspect device was attached to pcu sn (B)(4) on (B)(6) 2020 at 7:03 pm as channel b. The suspect device successfully completed multiple secondary infusions and was infusing a primary infusion at a rate of 10 ml/hr when last in use. Testing of the device after replacing the blown fuse found the device operating as expected. Device inspection: the device was received in poor condition. The instrument seal was broken. Dried fluid was observed on the female iui and male iui and inside the door. The fuse on the motor control board was observed blown. Root cause analysis: although the proximate cause of the customer¿s complaint of a blown fuse was not definitively determined, it is believed to be due to an issue with capacitor (c3) that causes a blown fuse. Previous investigations have suspected that capacitor (c3) failed and then corrected itself. Device history review: review of the source device (sn (B)(4)) service history record showed the device had a manufacture date of (20aug2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (30nov2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.